Manufacturer narrative:
No product returned for evaluation. (B)(6). Device will not be returned for evaluation. Clinical details were provided that the patients bone quality was soft. Per the device instructions for use IFU under precautions ¿bone quality must be adequate to allow proper placement of the suture anchor¿. No further investigation is warranted at this time.(B)(4).

Event description:
During a left medial collateral ligament repair anterior/posterior cruciate ligament, the surgeon drilled two holes as per surgical technique. It was reported that the second hole drill appeared to drop into bone without any real drilling. The surgeon inserted anchor number 1 as per technique. It deployed, when tensioned, the anchor pulled out with minimal force. Anchor number 2 deployed as per technique; it held fast with a good amount of tension (leg moved when tensioned via pulling sutures). The surgeon felt that the patient would have soft bone as they had been non-mobile for 8 weeks, and that placement was already a soft area. The second anchor was placed at epicondyle so there was much harder bone. It was reported that prior to using suture fix, the surgeon had attempted a small staple as fixation method to the same ligament, which was removed and replaced and finally removed. The surgeon did not felt the holes between the two different fixations (staple and drill holes) were overlapping, and did not contribute to first anchor pulling out. He elected to continue to persevere with suture fix a bit longer. It was reported that it appeared that entire anchor came out in one whole piece. It was confirmed that the surgeon used a suturefix drill for same sized anchor was used to prepare the site. The site was reported to be left empty. The delay in the procedure was approximately 5 minutes. There was no indication that the patient was not okay post-procedure.